Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.00 x 12 mm mini trek rx balloon dilatation catheter (bdc) was selected for the procedure. Resistance was felt while attempting to remove the protective sheath from the balloon and the sheath would not come off the balloon. There was no patient involvement. The bdc was not used in the procedure. A new unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.